Event description:
Customer stated that she obtained results of 117mgdl and 540mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of supsect device and replacement was sent.